Event description:
It was reported that the water temperature of arctic sun device did not drop to 6 degrees or colder. The pump usage was between 53% and 55%, which was no longer within tolerance. Preventative maintenance was recommended.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of arctic sun device did not drop to 6 degrees or colder. The pump usage was between 53% and 55%, which was no longer within tolerance. Preventative maintenance was recommended.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of arctic sun device did not drop to 6 degrees or colder. The pump usage was between 53% and 55%, which was no longer within tolerance. Preventative maintenance was recommended.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The water temperature does not drop to 6 degrees or colder. Pump utilization too high at 55%. The water temperature cannot be cooled down. Pm recommended. A pm was completed on the device. Replaced mixing pump as part of the pm procedure. Replaced heater, circulation pump, and drain valves as part of the pm procedure. Performed a software update. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.